Event description:
Event description guidant received information that the patient with this pacing system experienced a syncopal episode. Upon review of electrograms, noise was observed on the ventricular lead. Although fluoroscosy was unable to reveal any lead abnormalities, an invasive procedure was performed and the lead was surgically abandoned and successfully replaced.